Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the power supply was defective and lacked an output voltage. The cause of the inability to power on is the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on.